Manufacturer narrative:
The investigation for the ventricular arrhythmia and access site bleed has been completed. The device was not returned for evaluation. Clinical details were provided which were sufficient to determine root cause. The root cause of access site bleeding is determined to be patient movement because the patient was moving his legs. The root cause of the ventricular arrhythmia could not be determined without additional clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and after the implant, the patient had ventricular fibrillation (vf). Cardiopulmonary resuscitation was performed, 1 lidocaine pushed, and the impella position and performance was optimized. Furthermore, it was reported that there was oozing at the access site. A fem stop was placed and sodium bicarb was kept in the purge. Anticoagulation was not administered until after the oozing subsided. The procedural outcome was the patient survived surgery.